Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650 / expiration date: 2017-03-31. UDI #: (B)(4). Return date: 2018-05-15. Device evaluation anticipated, but not yet begun. Mfg date: 2016-03-31. (B)(4). Heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650 / expiration date: 2017-03-31. UDI #: (B)(4). Return date: 2018-05-15. Device evaluation anticipated, but not yet begun. Mfg date: 2016-03-31. (B)(4). Heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650 / expiration date: 2017-03-31. UDI #: (B)(4). Return date: 2018-05-15. Device evaluation anticipated, but not yet begun. Mfg date: 2016-03-31. (B)(4). Heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650 / expiration date: 2017-03-31. UDI #: (B)(4). Return date: 2018-05-15. Device evaluation anticipated, but not yet begun. Mfg date: 2016-03-31. (B)(4). Heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650 / expiration date: 2017-03-31. UDI #: (B)(4). Return date: 2018-05-15. Device evaluation anticipated, but not yet begun. Mfg date: 2016-03-31. (B)(4). Heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650 / expiration date: 2017-03-31. UDI #: (B)(4). Return date: 2018-05-15. Device evaluation anticipated, but not yet begun. Mfg date: 2016-03-31. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was power switching with six batteries. The patient reported beeping and it was noted that there were low priority alarms and power disconnect per the log files. There was a controller power up and associated pump stop event indicating a loss of power to the controller. The batteries were exchanged, but the power switching and beeping continued. Therefore, the controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrections: h10. Product event summary: the controller and batteries (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis revealed that the returned controller and batteries passed visual examination and functional testing. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several power switching events that were due to momentary disconnections involving (B)(6) as well as several momentary disconnections that did not result in premature power switching involving (B)(6). Momentary disconnection will result in an audible tone or "beep." Analysis of the event log files revealed two (2) controller power-up events were logged on (B)(6) 2018 at 16:07:32 and on (B)(6) 2018 at 14:31:14; respectively. Several momentary disconnections were recorded leading up to the loss of power. The controller was without power for 7 seconds and 12 seconds; respectively. As a result, the reported power switching, loss of power, and "beeping" were confirmed. Analysis of the alarm log files did not reveal any power disconnect alarms recorded during the reported event date; as a result, the reported "low priority alarms and power disconnects" could not be confirmed. The most likely root cause of the power switching event and reported "beeps" can be attributed to momentary disconnections between the controller and batteries. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. An internal investigation evaluated momentary disconnections. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller (B)(4) and batteries (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis revealed that the returned controller and batteries passed visual examination and functional testing. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data logs revealed that batteries (B)(4) were involved in multiple power switching events due to momentary disconnections. A momentary disconnection will result in an audible tone or ¿beep¿. One (1) controller power-up and associated pump start event was logged on (B)(6) 2018 at 16:07:32. The controller remained without power for 7 seconds. Prior to the controller loss of power, (B)(4) was connected to power port 1 with 87% relative state of charge (rsoc) and an ac adapter was connected to power port 2. After the controller power up, (B)(4) was connected to power port 1 and (B)(4) was connected to power port 2. As a result, the reported events were confirmed. The most likely root cause of the power switching event and disconnect alarms can be attributed to momentary disconnections between the controller and batteries. An internal investigation evaluated momentary disconnections. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Additional products: battery / (B)(4). H3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 battery / (B)(4). H3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 battery / (B)(4). H3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 battery / (B)(4). H3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 battery / (B)(4). H3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 battery / (B)(4). H3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.